Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl. The insulin pump had blank display. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display returned back. The insulin pump was not bumped, dropped and exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.